Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-94 alarm. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was serviced on-site by a field service technician. A visual inspection and functional testing were performed. The f-94 alarm was identified during functional testing. The cause of the condition was a swollen battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.